Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the up key contact was observed to be misaligned. The up, down, and ok button contact also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump had a delayed response to up, down, and ok button presses. There was no reported pt impact associated with this complaint.